Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section e1: (telephone number): (B)(6). Section h3:the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during preparation for implantation of the preloaded monofocal intraocular lens (iol), model diu375, the lens was found to be damaged and could not be implanted. A new lens was immediately opened, and the surgery proceeded, resulting in a prolonged operative time. No additional information was provided.